Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) completed a 15-repetition precision test and high sensitivity system check; both tests passed within specifications. Quality control also passed within specification. No instrument issues were observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the discrepant troponin I results could not be determined with the available information.

Event description:
The affiliate stated the customer reported discrepant troponin I (access accutni) results, above the normal reference range, for two patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. The original results were released out of the laboratory and questioned by the clinician. The clinician then requested reanalysis of the patients' samples. The samples were reanalyzed, on the same instrument, and generated lower results within the normal reference range. The customer indicated patient care was not impacted. The serum samples were centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. The samples were analyzed from the primary tubes. The customer indicated the samples were clear in appearance and no sample integrity issues were noted. All of the system parameters (quality control, calibration, system check) were within specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.